Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection, the top of the cartridge cap was damaged and worn. The cap secured properly to the pump during testing. Evidence of moisture ingress was observed behind the pump display lens. A leak test was performed and confirmed a display lens leak. The pump case was removed and evidence of moisture ingress was found throughout the pump interior.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap w/moisture) issue. It was reported that the cartridge cap was damaged. Evidence of moisture ingress in the pump was also alleged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.